Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify alarm due to motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error and motor position encoder error alarm. The customer's blood glucose level was 5.7 mmol/l at the time of the incident. The customer reported drive support cap to appear normal. The customer stated pump was exposed to high magnetic field. The product was returned for analysis.